Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had ongoing high blood glucose (bg) levels (over 240 mg/dl) for 2 days. The customer would deliver boluses via the pump to address the high bg. The customer's current bg was trending downward (204 mg/dl). The customer did not know the cause of the high bg. A pump system check was performed and no device issue was identified. The customer was to change the infusion set site if needed.